Manufacturer narrative:
Correction to h6: patient codes updated.

Event description:
It was reported that this patient collapsed while running, and this implantable cardioverter defibrillator (ICD) delivered shocks and anti-tachycardia pacing (atp) bursts until therapy was exhausted. The patient was subsequently taken to the emergency room (ER), and the healthcare professional (hcp) contacted technical services (ts) to review the ventricular episode. Ts determined that this ICD algorithm initially correctly identified an atrial arrhythmia and withheld therapy, subsequently patient morphology varied slightly, and the device delivered inappropriate atp bursts and shocks. The first shock did not convert the rhythm, while the second shock provided a brief conversion before premature ventricular contractions (pvc) caused the patient to re-enter arrhythmia. Multiple subsequent shocks were unsuccessful, and therapy was exhausted until the patient spontaneously converted. Ts discussed programming options to optimize therapy for this recently implanted ICD. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this patient collapsed while running, and this implantable cardioverter defibrillator (ICD) delivered shocks and anti-tachycardia pacing (atp) bursts until therapy was exhausted. The patient was subsequently taken to the emergency room (ER), and the healthcare professional (hcp) contacted technical services (ts) to review the ventricular episode. Ts determined that this ICD rhythmid algorithm initially identified an atrial arrhythmia and withheld therapy but then delivered an inappropriate atp burst and shocks. The first shock did not convert the rhythm, while the second shock provided a brief conversion before premature ventricular contractions (pvc) caused the patient to re-enter arrhythmia. Multiple subsequent shocks were unsuccessful, and therapy was exhausted until the patient spontaneously converted. Ts discussed programming options to optimize therapy for this recently implanted ICD. No adverse patient effects were reported. This ICD remains in service.